Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding ") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain "), back pain ("severe back pain "), genital haemorrhage (seriousness criterion medically significant), depression ("depression "), fatigue ("fatigue "), arthralgia ("joint pain ") and dyspareunia ("pain during intercourse "). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, back pain, genital haemorrhage, depression, fatigue, arthralgia and dyspareunia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue and genital haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), fallopian tube perforation ("perforation fallopian tube(s), migration of essure device location of device: exiting fallopian tube.") And genital haemorrhage ("heavy bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included keratosis pilaris, dysplastic nevus, reproductive tract disorder, venous insufficiency, tenderness, phlebectomy and melasma. Previously administered products included for an unreported indication: prilocaine and lidocaine. Concurrent conditions included arthritis, copd, mental disorder, palpitations, unilateral leg swelling, sleep disorder and thyroid disorder. Concomitant products included ketoconazole. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient was found to have weight increased ("weight gain"). In 2014, the patient experienced fatigue ("fatigue"), the first episode of dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2015, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("migration of essure device - location of device -uterus"), the second episode of dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), depression ("depression"), the first episode of arthralgia ("joint pain"), peripheral swelling ("her feet and ankel swell"), the second episode of arthralgia ("joint pain, wrist, elbows and finger pain") and uterine pain ("uterus pain"). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, fallopian tube perforation, genital haemorrhage, device expulsion, the last episode of dysmenorrhoea, back pain, depression, pelvic pain, peripheral swelling, the last episode of arthralgia and uterine pain outcome was unknown, the fatigue and alopecia was resolving and the vaginal haemorrhage, menorrhagia, nausea, the last episode of dyspareunia and weight increased had resolved. The reporter considered abdominal pain, alopecia, back pain, depression, device expulsion, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, peripheral swelling, uterine pain, vaginal haemorrhage, weight increased, the first episode of arthralgia, the first episode of dysmenorrhoea, the first episode of dyspareunia, the second episode of arthralgia, the second episode of dysmenorrhoea and the second episode of dyspareunia to be related to essure. The reporter commented: current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; weight gain, depression, fatigue, back pain, dyspareunia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received, events onset date added, events outcome updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), fallopian tube perforation ("perforation fallopian tube(s), migration of essure device location of device: exiting fallopian tube.") And genital haemorrhage ("heavy bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included keratosis pilaris, dysplastic nevus, skin rough, venous insufficiency, tenderness, phlebectomy and melasma. Previously administered products included for an unreported indication: prilocaine and lidocaine. Concurrent conditions included arthritis, copd, illness, palpitations, unilateral leg swelling and sleep disorder. Concomitant products included ketoconazole. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced weight increased ("weight gain"). In 2014, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2015, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("migration of essure device - location of device -uterus"), the second episode of dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), depression ("depression"), the first episode of arthralgia ("joint pain"), the second episode of dyspareunia ("pain during intercourse"), peripheral swelling ("her feet and ankel swell"), the second episode of arthralgia ("joint pain, wrist, elbows and finger pain") and uterine pain ("uterus pain"). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy) and surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, fallopian tube perforation, genital haemorrhage, device expulsion, the last episode of dysmenorrhoea, back pain, depression, vaginal haemorrhage, menorrhagia, nausea, pelvic pain, peripheral swelling, the last episode of arthralgia and uterine pain outcome was unknown, the fatigue, the last episode of dyspareunia and alopecia was resolving and the weight increased had resolved. The reporter considered abdominal pain, alopecia, back pain, depression, device expulsion, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, peripheral swelling, uterine pain, vaginal haemorrhage, weight increased, the first episode of arthralgia, the first episode of dysmenorrhoea, the first episode of dyspareunia, the second episode of arthralgia, the second episode of dysmenorrhoea and the second episode of dyspareunia to be related to essure. The reporter commented: current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; weight gain, depression, fatigue, back pain, dyspareunia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event "abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: uterus. Nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Pain, perforation (fallopian tube(s)). Fatigue, weight gain, hair loss, uterine pain, joint pain" were added. Concomitant and historical condition added. Lab data added. Reporter, patient and product information added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), fatigue ("fatigue"), arthralgia ("joint pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, back pain, genital haemorrhage, depression, fatigue, arthralgia and dyspareunia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation for ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), fatigue ("fatigue"), arthralgia ("joint pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, back pain, genital haemorrhage, depression, fatigue, arthralgia and dyspareunia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.